Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient experienced symptoms of heart failure and sickness and a pacing problem with the implantable pulse generator (ipg) was observed. It was further noted there was no telemetry possible with the device. The ipg was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device found high internal battery resistance. This device was reported as included in the field action noted and returned product investigation found the device performed as described in the field action.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.